Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-6001. Reference MFR report: 1627487-2014-6002. It was reported the pt is experiencing pain at her ipg site. The pt also reported she is not receiving effective stimulation, the scs system is moving and her leads are superficial causing tenderness at the lead incision site. The pt stated experiencing pain at her shoulder. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.